Manufacturer narrative:
One cadd®-solis vip ambulatory infusion pump was returned for analysis in good condition. The customers reported problem was not verified. The pump past inspection and functional testing. Further investigation of the pump and found that the device was working properly. In the event log did not show any sign of air in line occur during the time of the complaint. However, it's recommend that the air detector be replaced as a preventative measure.

Event description:
Information was received indicating that a smiths cadd®-solis vip ambulatory infusion pump was alarming that there is air in line with no air present. There was no reported injury to the patient.